Manufacturer narrative:
(B)(4). Additional information: brand name, concomitant medical products, MFR site, device evaluated by MFR, device manufacture date. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: it was received for analysis an empty opened foil and a detached needle of product code z347, lot mlz270. During the visual inspection of the sample, it was observed that the needle was broken in the swage area. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000453719 revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a trauma procedure on an unknown date and suture was used to close the laparotomy incision. During the procedure, the needle popped off. The surgery was not delayed due to the reported event. The case was successfully completed with another like device. There were no patient consequences reported. No additional information was provided.